Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon during a pretest.

Event description:
It was reported that it was difficult to inflate the balloon during a pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual evaluation of the returned sample noted one opened (no original packaging present), unused silicone catheter present with no obvious visual defects. The active length of the balloon was 0.8030", which met the specification of 0.6"-0.9". The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water), but resistance was encountered, so the balloon could not fully inflate. After the balloon was cut away, the inflation notch was observed to be incompletely perforated. Incomplete inflation notch perforations are out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the device is an indwelling catheter in the bladder for urinary drainage. The surface of catheter is coated first with a trace amount of metallic silver, and then with polyurethane onto that, to inhibit proliferation of bacteria that may adhere to the catheter."